Event description:
Reportedly, on (B)(6) 2019, during the one-week follow-up after the implantation, a telemetry error occurred and the pacemaker switched in standby mode. The programming head used for interrogation had been inadvertently dropped on the floor the day before, and the green lights on the head were repeatedly turning on and off during communication attempts. The pacemaker was successfully interrogated and re-initialized using a different programmer. The reported switch in standby mode was suspected to be due to unstable communication related to the first-used programming head. Preliminary analysis revealed that the switch in standby mode was induced by the programmer following the detection of corrupted data in the device memory.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, during the one-week follow-up after the implantation, a telemetry error occurred and the pacemaker switched in standby mode. The programming head used for interrogation had been inadvertently dropped on the floor the day before, and the green lights on the head were repeatedly turning on and off during communication attempts. The pacemaker was successfully interrogated and re-initialized using a different programmer. The reported switch in standby mode was suspected to be due to unstable communication related to the first-used programming head. Preliminary analysis revealed that the switch in standby mode was induced by the programmer following the detection of corrupted data in the device memory.